Event description:
The consumer reported becoming sick from the fungal infection he claims was caused by the humidifier. He stated there was mold inside the unit which caused the infection. The consumer claimed he could not clean the unit well enough to prevent the mold, the owners manual contains proper cleaning instructions.